Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers ramping on the screen. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the incident was 137 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump received with button error alarm and intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.